Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that asymptomatic patient had presented to operating room for normal eri change out. Externalized conductors were noted on the lead. The electrical function of the lead was tested no anomalies were found. The lead remains implanted. Patient will continue to be monitored.

Event description:
New information received states an alert for high, out of range hv impedance was received via merlin.net. Reprogramming recommendations were made and the patient will be scheduled for further assessment.